Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2020, mentor received clarification regarding the device that was returned for analysis. The response stated that "the implant you received is the correct one, I reported the right one by mistake, the 475 left implant with the serial numbers you have is the one that deflated. Her right one had deflated 6 months before this and I must have confused the implants." Updates made in section d of this form: product code was updated from 3501690 to 3501680, lot # field was updated from 6742097 to 7359445 and serial # field was updated from 6742097-009 to 7359445-061. On 1/16/2020, mentor became aware that patient underwent bilateral replacement with silicone implants on 11/26/2019. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right; 575cc mentor smooth round moderate profile; catalog number: 3501690; serial number: (B)(6) manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/22/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/21/2020, device evaluation was completed. Device evaluation summary: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold in the posterior view. A tear was also observed within the crease/fold, measuring approximately 0.7 cm. The evaluation determined that the deflation is consistent with a crease fold deflation. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left deflation. Concomitant medical products: right; 475cc mentor smooth round moderate profile; catalog number: 3501680; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient underwent revision breast reconstruction surgery with a 575cc mentor smooth round moderate profile and was presented with left side breast implant deflation postoperatively. As a result, the patient will go under explantation and replacement with allergan brand device on (B)(6) 2019.